Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they got a settings not available message on their controller. Patient said they were experiencing pain because they were not getting any stimulation. Patient mentioned they were able to switch to a different group, but the new group was not as effective as the previous group. The patient was redirected to their healthcare provider to further address the issue. Additional information from the patient indicated that they met with a manufacturing representative. It was found that the leads were separated from the patient's spine. The patient stated that the manufacturing representative reset the device using the other leads available and the device is working satisfactorily. The issue is resolved, unless more leads get separated. Then surgery would be required to reconnect the leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2021, product type lead product ID 977a290, serial# (B)(6), implanted:(B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2bakq011, ubd: 22-dec-2024, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(6), ubd: 25-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.